Event description:
Pt status post distal femur fracture implanted with lcp plate and screws on an unk date returned to surgeon for post op visit. X-rays taken on an unk date showed the plate was broken. Pt was returned to operating room on (B)(6) 2012, hardware was removed, and the pt was revised to a competitor product.

Manufacturer narrative:
A review of the raw material device history record revealed this lot met all specs with no anomalies noted. A review of the device history record revealed no complaint related anomalies. The investigation could not be completed, no conclusions could be drawn, as no product was returned.